Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggests that valve under-sizing due to the borderline annulus size may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Embolization is listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our brazilian affiliate, one day post procedure the patient died after complications from valve embolization into ventricle during a transfemoral procedure in the aortic position. After valve deployment of a 29mm sapien xt valve the patient¿s blood pressure was good and an angiogram and echocardiogram revealed a ¿discrete¿ paravalvular leak (pvl). A decision was made not to post dilate. One day post procedure, the patient began to feel ill and an echocardiogram revealed that the prosthesis had embolized into the left ventricle. An attempt was made to convert the patient to a surgical procedure; however, the patient expired. Per report, the valve embolized due to the measurement of the patient¿s annulus area, which was borderline. The native annulus diameter measured an area of 670cm2 by CT. The native leaflets were severely calcified. The sinus of valsalva (sov) diameter measured 39 mm. There was no mitral annular calcification (mac).

Manufacturer narrative:
Procedural cine, echo and one day post-operative echo images were submitted for review. Pre-op CT was not provided. The following observations and impression were made by an edwards physician proctor. Procedural cine: calcified annulus; large sov; multiple pacing runs/contrast injection with valve across annulus and no inflation; valve deployed too ventricular (45:55); valve appears too small for annulus (CT scan wasn¿t provided to confirm the annulus size); valve is fully expanded; pvl (1+) seen at area of lcc procedural echo: pvl is seen near lcc (mod-severe) pod 1 echo: the valve is seen bouncing in the lv/lvot impression/recommendations: an ava of 670mm is not recommended for a 29mm sapien xt. If the area is considered borderline, recommend implanting higher within the annulus. Also, in this case, a second valve should have been implanted higher within the first valve to help with the pvl and better stabilize the first valve. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. In this case there was no allegation or indication a device malfunction contributed to this event. Investigation results suggest the too ventricular positioning of the valve and valve undersizing in a borderline sized annulus caused the pvl & resulting embolization the following day. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Malposition requiring intervention and paravalvular leak are listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.